Event description:
Customer called customer service on (B)(6) 2010 to request assistance in setting-up her freestyle flash blood glucose meter. She further reported that on (B)(6) 2010 because she was unable to test she experienced polydipsia, headaches and vertigo. Paramedics were called and transported customer to a local healthcare facility. Customer was treated with an unknown amount of insulin and had her metformin dosage increased. Customer was unable to state if she received a diagnosis. There was no report of death or permanent injury associated with this event. Customer service provided assistance in setting-up her meter.

Manufacturer narrative:
This is a final report. As complaint involved a training issue, no further investigation will be undertaken. There is no indication an adc product malfunction contributed to this event. It should be noted: the reported test strips (lot. No: 0718033) expired 30-jun-2009. .